Event description:
Procedure: thoraco/lobectomy. According to the reporter: the event occurred before use on a patient. Device did not activate by pressing the blue button and the jaws of the reload would not close. Only the rotation button was activated. Operating time was extended less than 30 minutes. The device was not used on a patient. It is unknown whether reinforcement material was used.

Manufacturer narrative:
(B)(4).